Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. Evidence of the customer report of no ECG signal was observed in the device activity log with several "lead off" and "poor pad contact" messages which suggests poor coupling between the electrodes and the patient's skin. Review of the device activity log also indicates that the device successfully passed self-test the same day of the reported event. The event electrodes were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a diaphoretic male patient (age unknown) the device was unable to obtain an ECG signal after successfully discharging energy to the patient. Complainant indicated that a new set of electrodes was applied to the patient's skin to no avail. Complainant indicated that the clinician obtained another device to continue treating the patient and a signal was successfully obtained. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device was unable to discharge.